Event description:
Revision surgery - the patient was being seen for a dislocation of a djo reverse shoulder prosthesis (rsp). It was determined the cause of the dislocation was due to an extremely high placement of the baseplate. The baseplate, screws, and glenosphere were removed and replaced in a more appropriate position. The shell and insert were also replaced. A +8 shell and semiconstrained insert were used to reduce the likelihood of dislocation.

Manufacturer narrative:
The reason for the revision surgery was identified as dislocation after 10.2 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 88th complaint for this part number: one for a functional issue, one dimensional concern, 18 broken/cracked/damaged device, two revisions, two device failures, 11 due to dislocation, one due to pain, 12 due to infection, 12 due to trauma, nine due to device loosening, one for a surgical technique, nine for stability/poor joint issues, three for fixation, four malposition, and two due to dissociation. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the high placement of the baseplate. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.